Manufacturer narrative:
The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review has been initiated and the results will be reported when available.

Event description:
It was reported via medwatch report 0500690000 2022 8005 that during a thrombectomy of an av fistula in ir, a model 12tlw405f35, lot 64354693, broke while being pulled back across the arterial anastomosis. A portion of the catheter and the inflated balloon remained in the patient, and both required extraction. There was no allegation of patient complications.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
The customer was unresponsive to multiple attempts to obtain the product for evaluation. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.